Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to elevated serum and joint cobalt and chromium ion levels. He is also experiencing pain.

Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
This follow up is being filed to report additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. A competitor¿s stem was used in conjunction with the zimmer acetabular components. This is considered an off-label use of the device, which was indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. A definitive root cause of the event could not be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.